Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device remains implanted.

Event description:
It was reported, "we need to revise the loose cemented femoral stem of a distal femur implant mets. I need to keep the tibia component. So I could replace only the femoral stem and femoral condyles."